Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that upon removal of the smart touch catheter, the cap at the hub of the preface sheath was completely separated, the hub was exposed and blood was leaking out. The preface sheath was replaced and the procedure continued. The procedure was completed with no patient consequence. This issue has been assessed as a reportable malfunction as the missing brim cap exposes the patient to the potential for bleeding or air embolism that might require additional intervention to prevent serious injury or death.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/8/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. It was reported that upon removal of the smart touch catheter, the cap at the hub of the preface sheath was completely separated, the hub was exposed and blood was leaking out. The preface sheath was replaced and the procedure continued. The procedure was completed with no patient consequence. Upon receipt, the device was visually inspected and the outer body of the cannula was observed kinked. Brim cap was not received. Then per the reported event, the ring hub was observed under a microscope and no anomalies were observed. A good known brim cap was snapped to the device and a vessel dilator was introduced successfully into the preface sheath. The brim cap and gasket remained snapped during the test even though the cannula kink observed. Same test was performed using a smart touch catheter and no malfunction was noticed. The od's of the hub ring were measured and were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified since the brim cap was not received with the product. However, the device passed the functional analysis. It remains unknown the root cause of the failure since the device did not present evidence of a manufacturing defect or any anomaly that could have contributed to the failure reported. The root cause of the kink observed cannot be determined.